Event description:
It was reported that this right ventricular (rv) lead was explanted due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. A lead conductor fracture was suspected. A new lead was implanted. No adverse patient effects were reported. The explanted lead was returned and is undergoing laboratory analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. A lead conductor fracture was suspected. A new lead was implanted. No adverse patient effects were reported. The explanted lead was returned.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 254mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the clinical observations of greater than 3000 ohms pacing impedance measurements, that were due to fracture of the anode coil, were likely caused by the confirmed fracture.